Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged corrosion was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump housing was corroded, causing the customer difficulty with loading a cartridge. Additionally, it was reported that multiple occlusion alarms occurred due to the difficulty with inserting cartridges. Occlusion alarms were resolved by successfully loading a cartridge as well as changing the infusion set and resuming insulin delivery. There was no reported impact to blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.